Event description:
As reported by the user facility: (B)(4): date of occurrence: last week. Event: "when the pump is infusing a given therapy, adjustments need to be made manually to ensure that the pump is infusing as it should. It needs to be reprogrammed (after the initial set up) to ensure there is no under infusion or over infusion." No pt injury. Ref MFR report: 9610825-2013-00097.